Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a target lesion in the right external iliac artery. The absolute pro vascular stent delivery system was advanced to the target lesion and deployment was initiated. Resistance was noted when turning the thumbwheel; however, the physician continued turning, as the stent had begun to deploy. It was noted that the stent did not expand as it should at the distal half of the stent, but expanded normally at the proximal half of the stent. The stent was fully deployed at the target lesion and a dilatation catheter was used to fully expand the stent to the vessel wall. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The deployment difficulty and resistance with the thumbwheel was not confirmed as the stent had been fully deployed and was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.